Manufacturer narrative:
Other text: additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the condition of the j9 connector was not correct per factory specification and required repair. The mating of the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) were reassembled and inspected; glue was installed. The pump was tested after reassembly and found to be in good condition. No alarm conditions were present. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction information provided in d4, h6.

Event description:
Information was received indicating that the medfusion 4000 pump was initially reported to have displayed a primary audible alarm. Upon inspection from a smiths medical technician, the reported issue was not confirmed. There were no adverse events reported.